Manufacturer narrative:
Unit unable to prime during the prime/delivery test and motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. No motor position encoder error alarm on alarm history screen. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked.

Event description:
The customer's mother reported via phone call that the insulin pump had a motor error alarm during bolus. The customer's mother did not list any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.